Manufacturer narrative:
Device is used for treatment,not diagnosis manufacturing documents were reviewed and no complaint related issues were found. The investigation has shown that the chisel can not be engaged any more, as a result the coupling sleeve does not interlock with the body of the handle and the coupling mechanism does not work anymore. The review of the production history revealed that this instrument was manufactured according to the specifications. No manufacturing related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2013, the surgeon and scrub nurse were unable to un-couple the chisel blade from the quick coupling blue handle to change to a different size when the surgeon required a narrower blade. The surgeon had used the chisel and handle for approximately five minutes to prepare the talo-crural joint for fusion using light hammer blows on the top of the blue handle. After this, the parts were stuck together. As a result, the surgeon was unable to change to a smaller chisel blade and did not continue to use the instrument. No further information is available at this time. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.